Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the drive support cap was flush. Customer stated that the high blood glucose event began with the blood glucose value of 283mg/dl and current blood glucose value was 307mg/dl. Insulin pump will not be returned for analysis.